Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). (Serial number): the serial number of the device was requested but was not provided. The serial number of the device was requested but was not provided, therefore the manufacture date is unknown. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2018, the customer submitted log files for review. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed an unusual string of supply voltage values causing no external power events on (B)(6) 2018 for approximately 5 minutes while the patient¿s lvad system was connected to the mobile power unit (mpu). During the no external power events, the internal battery operated the system and there was no interruption in pump support. The customer was informed that the no external power events may have been potentially caused by the mpu power cord coming loose at either the mpu ac power cord connection or the mpu ac power cord ac wall outlet connection. Additional information was requested but not provided.

Manufacturer narrative:
Additional information: mobile power unit (mpu) remains in use and not expected to be returned for an evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that no additional information regarding the no external power alarms could be provided because the patient was seen in clinic and not questioned about the no external powers seen in the history.